Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically capped and abandoned due to observations of high out of range pacing impedances greater than 2000 ohms. It was noted that there were no visible lead integrity issues under fluoroscopy. A new lead was implanted successfully. No additional adverse patient effects were reported.